Event description:
In early 2009, the pt reported, he removed the insulin cartridge of his infusion device and spilled the entire cartridge of insulin. He stated most of the insulin spilled onto the counter but about 10-15 units of insulin spilled into the cartridge chamber. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.